Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp pain at my side') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), nausea ("nausea"), back muscle spasms ("cramping in my back"), emotional disorder ("emotional"), irritability ("irritated"), cyst ("cyst"), pain in extremity ("aching sensation in my thigh area") and leg cramps ("cramp in thigh"). The patient was treated with surgery (hysterectomy scheduled on (B)(6)). Essure was removed. At the time of the report, the pelvic pain, abdominal distension, nausea, back muscle spasms, emotional disorder, irritability, cyst, pain in extremity and leg cramps outcome was unknown. The reporter considered abdominal distension, back muscle spasms, cyst, emotional disorder, irritability, nausea, pain in extremity, pelvic pain and leg cramps to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp pain at my side') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), nausea ("nausea"), back muscle spasms ("cramping in my back"), emotional disorder ("emotional"), irritability ("irritated"), cyst ("cyst"), pain in extremity ("aching sensation in my thigh area") and leg cramps ("cramp in thigh"). The patient was treated with surgery (hysterectomy scheduled on 31 st july). Essure was removed. At the time of the report, the pelvic pain, abdominal distension, nausea, back muscle spasms, emotional disorder, irritability, cyst, pain in extremity and leg cramps outcome was unknown. The reporter considered abdominal distension, back muscle spasms, cyst, emotional disorder, irritability, nausea, pain in extremity, pelvic pain and leg cramps to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.